Event description:
It was reported that the patient underwent a surgical procedure because the pump of this inflatable penile prosthesis (ipp) was staying collapsed after a few pumps. The physician suspected that the reservoir was folded on itself. During the procedure, the physician perforated a vein while trying to remove the existing reservoir; therefore, the procedure was aborted. The bleeding was located and closed. The surgery was rescheduled and completed two months later, with all the components removed and replaced. No additional patient complications were reported, and the patient is in good condition.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The reservoir was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the reservoir. The cylinders and pump were no available for analysis; therefore, no physical or visual analysis of those components could be performed. The reason for vessel trauma and blood loss was determined to be inadvertent/unintentional interaction of the user that caused the event. Based on the information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. Updated b1: adverse event/product problem updated b5: event description updated d4: model, lot and catalog number, expiration date, unique identifier (UDI) # updated d6a: implant date updated d6b: explant date updated c2/d10: concomitant product/thereapy updated h6: device codes.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery due to unspecified reasons. During the procedure, the physician perforated a vein while trying to remove the existing reservoir; therefore, the procedure was aborted. The bleeding was located and closed. No additional patient complications were reported, and the patient is in good condition.